Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cavotricuspid ishmus (cti) ablation procedure with a qdot micro and the patient suffered a cardiac tamponade requiring pericardial drain and prolonged hospitalization. It was reported that 2-4 hours after the procedure it was discovered that the patient had a tamponade. A drain was fitted, and the patient is in a stable position. Additional information received indicated that the physician¿s opinion on the cause of this adverse event was that it was catheter related. The patient required extended hospitalization due to a potential extra night for a pericardial drain. The procedural activated clotting time (act) was over 300. No transseptal puncture sites were performed during the procedure. The energy delivered was radiofrequency (rf). No ablations were performed within the pulmonary veins, and the ablations were right sided ablations only. The force sensing ablation catheter was the qdot micro. The force visualization features used were graph, dashboard, vector and visitag. The visitag module parameters for stability used were 3 secs, 3 grams, 25%-, and 3-mm. Additional filter used with the visitag was tag index. The color option used prospectively was tag index. Prior to noting the pericardial effusion/cardiac tamponade ablation had already been performed. There was no evidence of steam pop. The event occurrence was unsure, since it was noticed after the procedure ended; assumed it happened during ablation phase. The flow setting was modulating between 4mls and 15mls. The patient did not require cardiac surgery. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure.